Event description:
0.035 in x 150 cm boston scientific straight tip sensor wire uncoiled and unraveled while inserted into patient left ureter. Surgeon was able to remove the sensor wire intact from the patient.